Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-00942/-04865/-04866).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain. A review of invoice history revealed that the initial left hip arthroplasty procedure on (B)(6) 2008. Invoice history confirmed the date of the revision procedure and that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted a left hip revision occurred (B)(6) 2013 and the presence of metallosis, fluid, loose acetabular cup, bent and broken screws and a cystic formation. The acetabular cup, modular head and taper adapter were removed and replaced.